Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unresponsive button on the insulin pump. The customer blood glucose level was 3.4mmol/l. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Unit received had intermittent button response due to flattened act (creased) button dome switch. Inspected j2 connector on lcd and no unlock keypad connector. Unit was received with minor scratched display window and cracked battery tube threads.